Manufacturer narrative:
H10: chun-ze zhou, kai-cai liu, peng wang, wei ren, wei-fu lv (2019). Treatment of a central venous perforation caused by dialysis intubation using coils and cyanoacrylate glue: a case report. Experimental and therapeutic medicine, 18(4):2979-2983. Doi: 10.3892/etm.2019.7923. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the case report, "experimental and therapeutic medicine" titled, "treatment of a central venous perforation caused by dialysis intubation using coils and cyanoacrylate glue: a case report", that during long term hemodialysis catheter insertion for stage v chronic kidney disease, the patient developed pain and discomfort. It was further reported that the dialysis catheter perforated the vessel through the mediastinum and entered the left thoracic cavity. Reportedly, the patient developed hemothorax, pleural effusion and hemorrhagic shock. Furthermore, the vessel perforated was corrected with combined injection of coils and glue and patient was treated with blood transfusion and chest drainage. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is confirmed for the reported improper procedure or method issue as care should be taken not to force the dilator sheath introducer assembly into the vessel during insertion as vessel damage including perforation could result as per instructions for use. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause for the reported adverse issues could not be determined based upon the provided information, user error could have contributed to the identified improper procedure or method used issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: chun-ze zhou, kai-cai liu, peng wang, wei ren, wei-fu lv (2019). Treatment of a central venous perforation caused by dialysis intubation using coils and cyanoacrylate glue: a case report. Experimental and therapeutic medicine, 18(4): 2979-2983. Doi: 10.3892/etm.2019.7923. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the case report, "experimental and therapeutic medicine" titled, "treatment of a central venous perforation caused by dialysis intubation using coils and cyanoacrylate glue: a case report", that during long term hemodialysis catheter insertion for stage v chronic kidney disease, the patient developed pain and discomfort. It was further reported that the dialysis catheter perforated the vessel through the mediastinum and entered the left thoracic cavity. Reportedly, the patient developed hemothorax, pleural effusion and hemorrhagic shock. Furthermore, the vessel perforated was corrected with combined injection of coils and glue and patient was treated with blood transfusion and chest drainage. The current status of the patient was unknown.